Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a no delivery alarm during bolus. The customer's blood glucose was unknown at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the tubing was not bent or kinked. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip.